Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that echocardiography revealed a 5cm bleed at the groin insertion site. No further information was provided on interventions performed for the bleeding. Additionally, it was noted 4 days later, the patient expired on impella support.

Manufacturer narrative:
Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H.11. Added instructions for use as they were omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for investigation. Major bleed: in the catheterization lab, echocardiogram measured five centimeters bleeding at the groin insertion site. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.